Event description:
An initial report indicated that a 1104b was not working properly. On (B)(6) 2013, additional information was received changing the reporting status to reportable- MDR. The event was described as follows: when the first camino catheter was connected to the camino monitor, it did not display anything. A second catheter was used and when connected to the monitor it did function. The second camino catheter 1104 b was implanted in the patient on (B)(6) 2013. This catheter worked fine until after the patient returned - from a CT scan. The numbers were reading erroneously- 200's. The catheter was removed and a ventriculostomy was inserted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.